Event description:
It was reported that during an or procedure, a versacross access solution kit was selected for use. It was noted that the versacross rf wire would not advance out of the distal tip of the versacross dilator. A second kit was opened, and same issue was experienced. Both wires would not come out of the tip of the dilator. Thus, a third kit was opened, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (retained by customer).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.